Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient¿s parent, on (B)(6) 2025, the patient experienced vomiting, being clammy, thirsty, frequent urination, struggling to breathe, and was visibly pale. A fingerstick was taken by the parent and the cgm reading was 74 mg/dl, and the blood glucose reading was 500 mg/dl. The parent contacted the doctor and was advised to treat the patient with 19 units of insulin. After 2 hours the cgm reading was 150 mg/dl, and the blood glucose reading was 500 mg/dl. Symptoms had not improved, and the patient was brought to the hospital. When a fingerstick was taken at the hospital the blood glucose reading was still over 500 mg/dl. The patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin and fluids. The patient was discharged after 30 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid was taken at the time patient experienced the symptoms. The reported glucose values fall within the c zone of the parkes error grid after 2 hours of taking insulin. No additional patient or event information is available.